Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that blood was seen slowly leaking from the connection between the implanted impella 5.5 catheter plug and the connection cable during patient support. It was believed that the bleed was a result of damage on the catheter shaft that was inside the patient's body which allowed blood to flow backwards up to the connection. The blood leak stopped without the need for intervention and support continued uninterrupted. Patient survived.

Manufacturer narrative:
Clinical details note that on (B)(6) 2025, it was discovered that blood was slowly leaking from the connection between the pump plug and patient cable and catheter damage was suspected. On (B)(6) 2025, the aic was replaced after a "controller error" alarm, but an impella defective alarm occurred. It could not be resolved so the pump was replaced. Imc log review confirmed the impella defective alarm. Product was returned and evaluated. The impella defective alarm was reproduced when connecting the pump to a lab console. A hole was found in the catheter near the motor housing and blood was observed inside of the red pump plug. The cause of the pump detection issues was blood ingress into the red pump plug due to a hole in the catheter. The cause of the hole in catheter was most likely use-related as a hole was found in the returned pump just above the motor housing and clinical details noted a direct insertion approach with some resistance when passing through the graft anastomosis.

Manufacturer narrative:
D9 device returned to manufacturer date added. The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. Instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure which triggers the ¿purge pressure high¿ alarm message could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ impella 5.5 with smartassist for use during cardiogenic shock. Section: troubleshooting the purge system. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped. ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention & impella 5.5 with smartassist for use during cardiogenic shock & impella rp smart assist system with automated impella controller & rp flex with smart assist system with automated impella controller. Section: warnings, cautions, and precautions. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ b5 additional information was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30583. H6 health effect - impact code 4627 and medical device problem code 1503 were inadvertently omitted on the initial manufacturer device report number 1220648-2025-30583. H10 instructions for use were inadvertently omitted on the initial manufacturer device report number 1220648-2025-30583.

Event description:
The following day, the automated impella controller was swap was performed. Shortly following the change, an impella failure alarm occurred. The pump was reconnected but the issue persisted and the pump eventually stopped. The device was replaced as a result of the failure.